Manufacturer narrative:
The insulin pump had no button response due to moisture damage to the electronic assembly. Moisture damage was also noted to the motor assembly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the buttons became unresponsive after he fell into a river. The customer did not remember the blood glucose reading at the time of the event but stated that the last time he checked it was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.